Manufacturer narrative:
Correction - this lead was not explanted on (B)(6) 2019, but the pace/sense portion of the lead was capped and another lead was implanted for pace/sense functions. This lead was explanted on (B)(6) 2020 due to high shock impedance. Upon receipt, the lead under complaint was found cut approx. 12 cm distal to the is-1 connector pin (into 2 segments). The fragments were received for analysis. An explantation aid was still inserted in the lead. The returned lead fragments were visually analysed. The analysis showed multiple abrasion marks along the lead fragment. In particular in the distal area the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages like the deformed svc shock coils, fractured conductor cables in the proximal area and the loose conductor coil through the is-1 connector pin most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
This lead was explanted and replaced due to oversensing. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Correction : this lead was not explanted on (B)(6) 2019, but the pace/sense portion of the lead was capped and another lead was implanted for pace/sense functions. This lead was explanted on (B)(6) 2020 due to high shock impedance. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.